Event description:
Patient had planned whipple procedure. During that time, it was noted that the ivc filter had perforated, and one of the legs was sticking out of the ivc. It was planned that the patient would resume anticoagulation when able, and filter would be removed one week afterwards. Retrieval was attempted on (B)(6) 2018, which was unsuccessful due to an inability to engage the filter, which was tilted into the right renal vein, had struts through the ivc wall and with the retrieval attempt pushing the hook through the wall. A second attempt on (B)(6) 2018 using the hangmans technique was successful. The pi considered the event expected and definitely related to the ivc filter or procedure.